Event description:
Customer reports a leak was discovered on the rapidlab 1265 system. Upon examination of the unit, it was discovered the source of the leak was the reagent cartridge. The cartridge was replaced with a new one. Customer was requested to return the cartridge for evaluation.

Manufacturer narrative:
There was no impact to a patient as a result of this event. The instrument performed within specifications. This event is being reported, because it occurred in a potentially biohazardous environment.